Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose event that required the paramedics to be called. The customer reported their blood glucose declined to 40 mg/dl. The customer was able to raise their blood glucose to over 160 mg/dl by the time the paramedics came. Customer attempted to treat their blood glucose with food. The customer's blood glucose was 146 mg/dl at the time of the call. Customer also reported their sensor reading was 40 mg/dl at the time of the incident. Troubleshooting did not find any issue with the insulin pump. The customer declined to return the insulin pump for analysis.